Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After transeptal access and beginning ablation (ablation phase) around the right pulmonary veins, the patient's blood pressure dropped. The physician used intracardiac echocardiography (ice) imaging to check for a pericardial effusion- none noted. The caller stated the patient was then cardioverted. More ablation was performed in the left atrium, and the patient's blood pressure was still low. Ice was used again, and an effusion was seen. Procedure was abandoned and a pericardiocentesis was performed, and the patient was stable when the reporter left the procedure room. This adverse event was discovered during use of bwi products. The physician¿s opinion on the cause of this adverse event is that it was not known. The outcome of the adverse event was reported as stable. It is unknown if the patient required extended hospitalization because of the adverse event. A transseptal puncture was performed with a brk. Prior to noting the cardiac tamponade ablation was already performed. There was no evidence of steam pop. An irrigated catheter was used in the event and the flow settings per the instructions for use (IFU) 8/15ml. No error messages observed on biosense webster equipment during the procedure. Force catheter was used and force visualization features graph, dashboard, vector & visitag with range of 3mm, time 3 sec, force over time (fot) of 25% at 3 g. And there was no evidence of any effusion present before the procedure. Max wattage used: 30 w.